Event description:
It was reported that a patient was hospitalized a year ago and developed pressure sores while on a progressa bed. There was no allegation of a device malfunction, and the bed serial number was unknown. Additionally, the reporter was unsure of the hospital name where the patient was hospitalized. No additional information was provided.

Manufacturer narrative:
It was reported that a patient was hospitalized a year ago and developed pressure sores while on a progressa bed. There was no allegation of a device malfunction, and the bed serial number was unknown. Additionally, the reporter was unsure of the hospital name where the patient was hospitalized. No additional information was provided. The patient¿s wife, who was the initial reporter, provided the following information. The wife stated it was not her intent to report the pressure injury to baxter. Her husband was recently hospitalized, and she was seeking information on the functions and features of the progressa bed in attempt to prevent another pressure injury, as all hospital staff may not be trained on use of the bed. The patient has had als for six years and is immobile and never had a pressure injury until last year while hospitalized and on a progressa bed. The pressure injury was deep purple in color and broke open while the patient was being moved in the bed by hospital staff. The patient¿s wife did not know the stage of the pi and did not provide the injury location or treatment information. The patient was evaluated by a wound care nurse and received home health care services after being discharged home to continue treating the injury. The pressure injury took a long time to heal but it did eventually resolve. The patient has a non-baxter hospital bed in the home. No additional information was provided. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. For this evaluation, the pressure injury will be assessed as a potential deep tissue injury (dti), based on the description provided by the patient¿s wife. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. In this event, it was reported that the initial pressure injury described as being deep purple in color, subsequently opened while the patient was hospitalized and took a long time to heal with ongoing treatment provided by home health care services post-discharge. It can be reasonably concluded, based on the information provided, that the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. The cause of the event is undetermined. There was no allegation of a device malfunction. Due to the device serial number being unknown, a device inspection cannot be performed.